Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
Information received from the (B)(4) study, indicated the (B)(6) female had a secundum asd. The aortic rim was present, the svc and ivc rims were sufficient; however, the av valve rim was not sufficient. Balloon sizing was performed with an 18mm amplatzer sizing balloon to stop-flow diameter of 16mm. A 16mm amplatzer septal occluder (aso) was implanted. Post-implant, no shunt was observed through the aso. On (B)(6) 2009, a trivial pericardial effusion visible only in the parasternal short axis only 2-3mm (may be normal). No treatment was provided.